Event description:
On that date I had total knee replacement which was defected and recalled in 2011 from (B)(6) dr (B)(6) who retired last year. I never knew what knee was put in and found out there was a recall in 2011. I have had a revision and still have instability, extreme pain 24 hrs. And can't walk much because I have fallen. I never received anything about this frailty knee replacement.